Event description:
It was reported that patient presented to the emergency room after receiving appropriate therapy. It was also noted that the patient presented with an electrolyte imbalance. Via real-time electrograms, the device showed post paced t-wave oversensing on the ventricular lead. The device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.